Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Final analysis of electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. All tines were found intact and undamaged.

Event description:
It was reported that during a procedure, the atrial lead exhibited high pacing impedance and failed to capture. The atrial lead was not used, and the procedure was completed with a different lead on (B)(6) 2024. The patient was stable throughout the procedure.